Event description:
An authorized distributor reported that Netcare Akasia had an emergency craniotomy and they were called in for the case as there was an issue with the 5ML DuraSeal single kit per box US (202010DS) not drying after application. Upon inspection, the Duraseal had been applied with the Micromyst and even after 15 mins it still had not dried. Management was then informed immediately of the situation. The physician informed us that this can be a potential risk (infection) for the patient and future patients, so she will stop using the product until feedback is provided accordingly. There was increased surgery time of 15 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.